Event description:
The sales rep received information from the physician that she plans to remove the implant, as it was infected again. Upon follow up, it was reported that the patient had an infection approximately one-week post op. At that time, the patient was treated with antibiotics and the infection was thought to have been resolved. The sales rep was unable to confirm whether this is a different type of infection or when it was identified. This report is 1 of 2 as two separate devices were implanted at the same time.